Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. According to the report, the patient experienced loss of consciousness (loc). Prior to loc, the patient experienced dizziness, diaphoresis, and malaise. The parents called an ambulance. The cgm was reading 230 mg/dl and the bg by emergency medical service was 738 mg/dl. Upon arrival at the hospital, the patient was diagnosed with diabetic ketoacidosis and treated with an unspecified insulin drip. The patient was hospitalized for 3 days and recovered after treatment. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.